Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. According to the physician, "the thin perirectal fat layer at the apex of the prostate was punctured once, but it had difficulty on reaching the target site, so needle was returned and redirected until the rectal urethral muscle. After that, spaceoar was placed after confirming the layer opening upon hydro dissection." Reportedly, on (B)(6) 2021, magnetic resonance imaging (MRI) was performed for planning before intensity-modulated radiation therapy (imrt), it was confirmed that a part of the spaceoar was placed in anterior wall of the rectum. There were no patient complications reported as a result of this event. Reportedly, radiation therapy will start on (B)(6) 2021 (2.2gy/34fr). Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.